Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the urinary drain bag created a vacuum and urine did not easily flow into the bag (required manual adjustment of pipe to manipulate flow). Also, they faced challenges as urinary drainage bag pipe filled with condensation near the connector to the catheter and the pipe pushed back and disconnected from the catheter on its own.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the urinary drain bag created a vacuum and urine did not easily flow into the bag (required manual adjustment of pipe to manipulate flow). Also, they faced challenges as urinary drainage bag pipe filled with condensation near the connector to the catheter and the pipe pushed back and disconnected from the catheter on its own.